Manufacturer narrative:
(B)(4).

Event description:
During a hysteroscopic myomectomy using a truclear ultra reciprocating morc. 4.0, it was reported that the blade was not cutting tissue properly. The uterine cavity started to collapse when the footswitch was depressed. Suction was checked and found to be at the proper level. The blade was window locked properly; before and during the case. The surgeon said that the blade looked bent at the distal tip. The case was completed with this device. The patient¿s post-operative condition was reported as okay.

Manufacturer narrative:
Device evaluation: one truclear ultra reciprocating morcellator was returned for analysis. Inspection of the returned device indicated the following: there was evidence that the outer blade had been bent at the distal tip. The bend in the outer blade is likely due to excessive leverage during handling. Inspection of the inner blade assembly indicated that there was deformation on the distal cutting edge. This damage is consistent with impact of the inner blade assembly with the distal edge of the bent outer blade cutting window. It is impossible to complete the procedure with bent outer blade and deformed inner blade as received. The inner blade jammed when it hit against the outer blade cutting window, which resulted in blade seizure. Clarification from the sales representative indicated that when the blade was taken out from the scope and examined after the procedure it did not look bent. Thus, the bent outer blade and deformed inner blade would most likely occurred post procedure. Further inspection showed there was no component damage other than the inner blade and outer blade. The blade functioned normally as it completed the procedure successfully. A review of the device history record of this device, from the supplier, indicated that there were no outstanding issues related to this device during manufacturing. (B)(4).